Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and customer technical support provided assistance with resetting the pump, resolving the issue without recurrence. The customer was advised to continue using the pump and to call back if the malfunction reoccurred, which the customer acknowledged and understood.